Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Investigation summary: with all the available information, boston scientific concludes the allegation of white foreign matter on the catheter as observed in the picture attached to the complaint is potential adhesive. Device technical analysis it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. There is a picture attached to the complaint, and it is possible to observe the device with white material which is potential adhesive. Risk review: a risk review performed for the farawave device confirmed that the event of foreign material is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Labeling review based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Investigation conclusion based on the available information, boston scientific concluded the cause of quality control deficiency was selected based on the identification of white stains on the handle section of the catheter. The presence of these surface anomalies constitutes a contamination / defect in the handle that impacts product quality.

Event description:
It was reported that farawave was selected for use. It has been mentioned that when farawave was opened a white substance on catheter was noted. Two in a row with same lot number. Third catheter was opened with different lot and no white substance on catheter was observed. No patient complications have been reported. The product is not expected to be returned as it has been disposed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that farawave was selected for use. It has been mentioned that when farawave was opened a white substance on catheter was noted. Two in a row with same lot number. Third catheter was opened with different lot and no white substance on catheter was observed. No patient complications have been reported. The product is not expected to be returned as it has been disposed.